Event description:
On a (B)(6) patient, the surgeon did a bilateral angioplasty on the iliac artery, using the kissing method, after deploying the stent, the surgeon didn't succeed in removing the balloon through the introducer. Forcing, the balloon detached from the catheter at the inlet of the introducer. An arteriotomy was used to remove the balloon. The surgeon noticed a high risk of hematoma and aneurysm after removing the balloon. The balloon catheter is available for investigation.

Manufacturer narrative:
Awaiting the return of the device for evaluation. A device history record review was performed and the device was found to have met all internal specifications without any deviations.